Event description:
As rn was preparing case she noticed that the needle was bent. Device not used.what was the original intended procedure?endoscopic procedure.device #1is this a laboratory device or laboratory test?no.